Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement procedure, the port allegedly leaked. After CT examination, it was found that the catheter was allegedly damaged. There was no reported patient injury.

Event description:
It was reported that some time post port placement procedure, the port allegedly leaked. After CT examination, it was found that the catheter was allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter were returned for evaluation. Gross visual, microscopic visual and functional testing were performed. The investigation is confirmed for the reported fracture, leak and the identified wear and deformation issue, as the edges of the first pinhole-like/circumferential split rupture observed approximately 6.5cm from the distal end of the cath-lock appeared rounded and smooth and the edge of the second circumferential split approximately 6.5cm from the distal end of the cath-lock had a more straight edge on one region and appeared rounded on another region. However, both edges of the circumferential splits observed approximately 7.4cm and 8.1cm from the distal end of the cath-lock appeared rounded and finely granular. Upon infusion of the port body with attached catheter segment leaks were also noted on the four splits. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.